Event description:
It was reported that an external pulse generator (epg) will not stay powered on and the lcd (liquid crystal display) pixels are faded. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).